Manufacturer narrative:
Block b3: exact date unknown, event occurred a month after implant. Block d6b: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077591/7077964.

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information has been obtained despite good faith efforts.